Event description:
It was reported that externalized conductors were observed via fluoroscopy during device replacement. No electrical anomalies were detected. The physician elected to leave the lead implanted. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.